Event description:
When opening case, cst noticed small 1 cm long foreign object on sterile leg drape. Object was clear in nature, and slightly "stuck" to the drape. Drape removed from sterile field, and new product opened. Pt care was not compromised, case proceeded without incident.